Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-l5 to treat lumbar canal stenosis and spondylolisthesis. Sometime post-op it was found on x-ray the setscrews were displaced bilaterally at l2. The patient is asymptomatic. No revision surgery has be scheduled yet.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: it is unknown what the suspect device is: the devices used in surgery are: part: 5530030, lot unk; 7078396, lot: h13e1667, h13e3935. Films were supplied for review which found: ap and lateral films of a lumbar construct as well as CT reconstructions show a complex construct from l2 to l5 with inter body spacer at l3 and l4. Views clearly shows set screw disengagement at l2. The set screws lie between the l2 and l3 bodies on the left and overlie the l3 pedicle screw on the right. CT reconstruction verifies. Pedicle screws appear in satisfactory position.

Manufacturer narrative:
Set screw location within construct unknown. Threads do not show evidence of cross threading. Microscopic examination of set screw rod interface node height and morphology are atypical of full tightening, when compared to bench samples. Node deformation height (@ center) and morphology found to be significantly different than typical from bench comparison samples. Node morphology found to be tall and blunt, in comparison with bench comparison samples. This suggests that pre-loading may have been a factor in set screw node deformation. The identified preloading is consistent with rod angulation creating an upward cantilever force. Additionally, visual and optical examination of the rod set screw witness marks identified to be significantly lighter than bench comparison sample at one end of both returned rods. This is consistent with rod angulation in the at the l2 side of both rods. The above observations are consistent angulated seating of the rod in the mas saddle at final tightening.